Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported cloudy vision post bilateral implants. Reportedly, a yag procedure was performed, but it did not improve her vision. Additional information has been requested, but has not been received. This report references the patient's left eye.

Manufacturer narrative:
Additional information: device manufacture date. The lens remains implanted; therefore, it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected information. Although requested, the device was not returned for evaluation and additional information regarding the event was not provided.

Event description:
Additional information was received indicating that approximately eight years after implantation of the intraocular lens (iol) in the left eye, the iol was exchanged for a pmma rigid lens due to opacification of the initial iol. Reportedly, symptoms began 18 months after implantation. Additional information has been requested, but not received. Please refence report 0001313525-2016-00676 for the right eye.

Event description:
Additional information received indicating the capsular bag was removed. Allegedly, cystoid macular edema developed approximately 7 years after initial iol implantation. Additional information was requested, but not received. Reference report number 0001313525-2016-00676 for right (od) eye.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.

Event description:
Additional information was received indicating that the secondary physician performed an additional yag procedure, and the patient was treated for multiple glaucoma procedures. Patient cancelled all follow up appointments and was last seen by secondary physician approximately 2 months prior to intraocular (iol) lens exchange performed by a different physician.